Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. It was unknown if there was any patient involvement or complications as a result of the event. Additional information was received stating that post craniotomy the knife was stuck and there was no impact to the patient.

Manufacturer narrative:
H3: product analysis: evaluation determined that the tool was difficult to remove. The likely cause of the failure is due to detachment of bearing. It was also noted that tube was worn, also there was color band was decolored and laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.